Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. It was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.25 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified the presence of the components, no anomaly was noted. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the investigation performed, the cause of the reported event remains unknown.

Event description:
During the procedure, the catheter tip appeared bent and image was poor. When the device was removed, the tip of the catheter was fractured. The device was replaced and the procedure was completed with no adverse consequences to the patient.